Event description:
Event desc: a pt called the nurse in severe pain to the left lung. The wall suction pulled on the chest like a vacuum cleaner causing severe left chest pain at connection site. The wall suction was on high, not on low intermittent suction. Pt, staff, and family deny touching suction or changing anything on suction apparatus. Device usage problem: other.

Manufacturer narrative:
Ohio medical contacted the reporter per the MDR contact info provided on (B)(6) 2012. The facility stated that the respiratory team performed testing of the regulator and the unit functioned normally. The respiratory manager stated that this was an old unit and that she did not know where the unit had gone after she had tested it (she suspected that one of her coworkers had taken it to a different department). She confirmed that the unit was tested after the incident and found to be working within spec. She expressed confusion about the medwatch report because it implies that the unit should have been on intermittent suction. The procedure being used on the pt requires that the unit be set on continuous mode with a vacuum level between - 100mmhg and - 120mmhg through a water seal. In addition, the user facility where the event occurred (B)(6) is not a current or past customer of ohio medical.